Event description:
Per the clinic, the patient experienced intermittencies with device use; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(4) 2015.

Manufacturer narrative:
Correction: the correct explant date is (B)(6) 2015, not may 13th, 2015. Per the clinic, the patient was re-implanted with a new device during the explant surgery. This report filed january 19th, 2016.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2015. This report is filed june 26, 2015. Device not yet received by manufacturer.